Manufacturer narrative:
UDI number: (B)(4). One unit was received for evaluation. The catheter was not in its original package; therefore, the reported lot number could not be verified. The unit was visually inspected, and a tear was observed on the catheter. A piece of blue thread was tied around the catheter close to the tear. The complaint ¿a tear in catheter was found¿ is confirmed. No anomaly was found in the documentation review that could be related to the reported condition. There are controls to ensure that no broken catheter tubes are released to the market. The reported condition was observed on the second day of use, during a dressing change. The type of tear observed in the returned unit was obvious and it would have been noticed during initial device setup/insertion process; therefore, it is not an out of the box (oob) condition. The most probable root cause for this tear is that the device was inadvertently pulled/torn during use.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the nl8508330 hermetic lumbar catheter had a tear on the catheter. This was discovered during the dressing change on (B)(6) 2019. No injury to the patient was reported. However, the catheter was changed with a new one.